Event description:
The implantable neurostimulator and extensions were returned to the manufacturer with no return paperwork. The devices underwent routine analysis.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator revealed no significant anomalies; no output and no telemetry, assumed normal eol. Final device analysis of extension revealed no significant anomalies, product segmented, distal end not returned. Final device analysis of extension revealed breached depression on outer insulation, one conductor coil is exposed 9.5 cm from the boot, product segmented, distal end not returned.